Manufacturer narrative:
Additional information: d9, h3, h6, h10. The device was received for evaluation. During functional testing, the reported problem of 'button is not working' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a torn keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's 'a' button was not working during programming/setup. There was no patient involvement. No additional information is available.